Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable and no add'l svc info was provided.

Event description:
The customer reported that the sys had an intermittent problem and that it would not display images and there was an error message on the touch screen. No pt injury was reported.